Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported being hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Additional follow-up information was obtained from the patient¿s pd nurse. It was reported that on (B)(6) 2026 the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain, cloudy pd effluent and fever. The patient had a pd culture obtained (the same day in clinic) which was positive for growth of gram-negative bacilli (bacteria not provided) and an elevated white blood cell (wbc) count of 37,600. The patient was sent to the hospital the same day and was admitted with peritonitis. The patient is reportedly receiving antibiotic therapy in the hospital (details are unknown). The pd nurse could not identify the exact cause of peritonitis. However, it was confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to this event.